Event description:
It was reported that a patient underwent an total hip arthroplasty procedure on (B)(6)2023 and a barbed suture was used. During the procedure, when the surgeon pulled the suture at 2nd stitch during continuous suture on fascia, the fixation tab was broken in half. After that, the fixation tab came off the suture. This happened in 2 products in a row and suture was completed with 3rd product. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/20/2023 h6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No what tissue was being sutured when the event occurred? Fascia was additional dissection required in other organs/tissues other than the target tissue? No what is the lot number?-unk please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu. (B)(6) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m related reports:2210968-2023-05265.